Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The haptic was not attached correctly to the intraocular lens (iol). This was noticed when inserting the lens into the eye. The iol had to be cut out of the patient¿s eye during the same procedure. A backup iol was used. During follow-up, it was found that the patient¿s outcome is satisfactory., the patient did well. Vision in both eyes after surgery was 20/20. The incision was enlarged slightly but did not require a suture to close. No vitrectomy was performed. Operating time was only slightly increased. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.